Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the onset date of the oozing and suture spitting? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Quantity was reported as 3. How many suture strands were spitting/extruding? Lot number of each suture? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: events reported in 2210968-2022-03288 and 2210968-2022-03290.

Event description:
It was reported that a patient underwent a knee replacement on an unknown date ad suture was used. After 4 weeks, the patient recognized oozing / spitting where there is a suture causing the patient to go back in theater for debridement. Additional information was requested.